Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: during testing, there was no damage observed on the keypad and all the keypad buttons functioned appropriately. The keypad cover was removed and no internal keypad button defects were found. The device was opened and moisture was present throughout. Unrelated to the original complaint, the display was dim, the battery compartment was cracked, and the battery cap threads were stripped and inoperable.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.